Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex hernia patch (device #2) used to treat the patient. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralax hernia patch (device #2). An additional emdr was submitted to represent the bard/davol composix l/p (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix l/p and ventralex hernia patch implanted on (B)(6) 2010 and/or (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). The attorney alleges general allegations for emotional distress and personal injuries sustained by the patient.